Manufacturer narrative:
This complaint is from a literature source. The following literature citation has been reviewed: schleberger r, schwarzl jm, moser j, nies m, höller a, münkler p, dinshaw l, jungen c, lemoine md, maury p, sacher f, martin ca, wong t, estner hl, jaïs p, willems s, eickholt c, meyer c. The impact of ultra-high-density mapping on long-term outcome after catheter ablation of ventricular tachycardia. Sci rep. 2022 jun 1;12(1):9139. Doi: 10.1038/s41598-022-12918-7. Pmid: 35650230; pmcid: pmc9160260. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref #: (B)(4).

Event description:
This complaint is from a literature source. The following literature citation has been reviewed: schleberger r, schwarzl jm, moser j, nies m, höller a, münkler p, dinshaw l, jungen c, lemoine md, maury p, sacher f, martin ca, wong t, estner hl, jaïs p, willems s, eickholt c, meyer c. The impact of ultra-high-density mapping on long-term outcome after catheter ablation of ventricular tachycardia. Sci rep. 2022 jun 1;12(1):9139. Doi: 10.1038/s41598-022-12918-7. Pmid: 35650230; pmcid: pmc9160260. Objective/methods/study data: a single center sequential comparison included 122 patients that presented for ablation of scar-related vt at a tertiary care hospital. Two groups for mapping methodologies: ultra-high density 3d mapping (uhd) and conventional point-by-point 3d-mapping. The conventional group utilized carto 3 system. An endocardial voltage map was acquired through a retrograde and/or antegrade transseptal access using a steerable ablation catheter (thermocool®, d- or f-type, 2-5-2 mm spacing. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: thermocool ablation catheter. Other biosense webster devices that were also used in this study: carto system non-biosense webster devices that were also used in this study: uhd group: uhd mapping by rhythmia (boston scientific), catheters orion (boston scientific) slo sheath 8.5 f (st. Jude medical), agilis large curve 8.5 f sheath (st. Jude medical) and terumo 8 f (leuven). Adverse event(s) and provided interventions (for the conventional group possibly associated with thermocool ablation catheter): qty 1 right bundle branch block - article does not discuss interventions; qty 1 periprocedural stroke - article does not discuss interventions.